Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a positional headache on (B)(6) 2022. A blood patch was performed, on (B)(6) 2022, secondary to a csf leak from the it catheter trail. The pain was reduced from 8/10 to 0/10. It was indicated the event was related to the implant procedure. The issue resolved without sequelae on (B)(6) 2022.